Event description:
A malfunction was reported on the customer's pump. No adverse impact to the customer¿s blood glucose level was noted, as it did not exceed 500 mg/dl (27.7 mmol/l). The customer was assisted by technical support with resetting the pump, and the issue did not recur after the reset. The customer was instructed to continue using the pump and to contact support if any malfunction codes appear again, which they understood.